Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx pro closure device was implanted. The patient was placed on plavix and aspirin oral anticoagulant (oac) medication regimen. At the 45-day routine follow up, transesophageal echocardiogram (tee) revealed a very large device related thrombus (drt). The patient had reported being compliant with the prescribed oac regimen. The physicians switched the medication to eliquis. Re-imaging was performed one month later, and the drt was still present but greatly diminished. The patient will stay on the oac regimen and will be re-imaged in a couple months.